Event description:
It was reported that a patient underwent an unknown spinal procedure with rod and screw instrumentation. An unknown time post-operatively, the patient heard a loud click and experienced severe back pain. Images showed that the rod was broken. The patient has since died as a result of unrelated heart issues. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. X-ray images received show an ap and lateral view of long segmented construct t12-l1-l2-l4-l5. Radial work and absence of l3 body suggets advanced metastatic disease. With lack of anterior support rod fracture is expected in time. Rod just above right l4 pedicle is broken. A review of the device history records for this device was not possible without additional device information.